Manufacturer narrative:
No device malfunction was alleged and remains in-situ, radiographs provided confirm the reported event. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a simplify implant had osteolysis.